Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) was confirmed. Upon evaluation the monitor was unable to undergo incoming functional testing and the monitor displayed a service code 203 and a service code 105. The cause of the inability to undergo functional testing was that the c19 capacitor shorted was damaged. The cause for the service codes was due to a damaged u1005 component. The root cause of the damaged components cannot be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that the patient's monitor was not powering on properly.